Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of the device "not sensing the patient's rhythm". Upon receipt the device was inspected and there were no observations. The device passed all tests with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator was not sensing the patient's rhythm. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.